Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced 60 noise episodes in one month, resulting in mode switch. The right atrial lead was successfully capped and replaced. There were no adverse patient consequences.